Manufacturer narrative:
1. Initial report: the perceived loud sound level during the calibration can potentially harm the remaining hearing of the patient. No indications of any such harm is provided in the complaint, but it cannot be ruled out. The device is equipped with a medium power receiver. We will not be able to finalize investigation in time for the 30 day time limit, why this is an initial report. 2. Follow-up / final report: 2020-08-20 / fo: a final MDR report filed with FDA. Final conclusion based on the test report and the clinical evaluation of this case - see below - is that it's non-reportable and will remain a normal complaint. The calibration tone in a medium power (mp) device is not able to generate a harmful sound level short term. There is no serious injury and it is not likely to cause or contribute should it recur. The case has been reviewed from a clinical perspective. Customer reported: end user has had hearing aids for two years and came in to clinic for a hearing test and fine-tuning. Hearing aids had to be re-programmed to increase gain a little. Hcp ran dfs calibration which created a very loud sound in the left ear. Tone was turned off in less than 5 seconds. End user grimaced and startled. There has been no harm to residual hearing, dizziness or tinnitus. Ea investigation results (test report): front microphone defect, the microphone inlet blocked by wax. This is the reason for the increased dfs calibration tone. The dfs increase the level by 6 db if the received calibration signal is too low and with a defect microphone there is no signal received the mp max dfs calibration level is around 111dbspl in a 711 coupler. Clinical evaluation: the fitting software is provided with a caution to inform the end user that the calibration tone may be loud. The clinical evaluation for the device family does evaluate dfs calibration tone and even though it can be loud and uncomfortable, a short exposure at this level is not harmful to residual hearing.

Event description:
As reported: dfc calibration tone was "really really loud" and made the patient and provider jump. Pt was initially about two years ago. Pt was in today for a follow up appointment and repeat hearing test. Hearing test revealed a "slight change for the worse for the left side" following the test, the provider wanted to recalculate and reprogram the hearing aids so they connected to the fitting software to reprogram the hearing aids. They connected wirelessly and then ran the dfs calibration. The calibration passed on the right side (which is the ear with worse hearing and has a power receiver) but when they started the calibration on the left side, it was "super loud". Provider tried to stop the calibration tone as soon as he could, but even the patient was really startled with the loudness of the tone. The provider said he turned it off within less than 5 seconds. Provider said patient was about 5-6 feet away from him but the provider thought it was really loud. Loss in the left ear is mild to moderate, fit with mp receiver and open dome. Pt left the office about two hours ago and the provider called now to ask what might have caused that. He said patient did not remark on his hearing, and seemed okay. I said we take these reports seriously and want to create a complaint for this patient, and that provider should have the patient come back and bring aid back with him to be sent in. Flagged in navision, route to qe sent to customer. Complaint created interpretation: the perceived loud sound level during the calibration can potentially harm the remaining hearing of the patient. No indications of any such harm is provided in the complaint, but it cannot be ruled out. The device is equipped with a medium power receiver. We will not be able to finalize investigation in time for the 30 day time limit, why this is an initial report. Previously an initial report has been sent - this is the follow-up / final report.

Manufacturer narrative:
The perceived loud sound level during the calibration can potentially harm the remanining hearing of the patient. No indications of any such harm is provided in the complaint, but it cannot be ruled out. The device is equipped with a medium power receiver. We will not be able to finalize investigation in time for the 30 day time limit, why this is an initial report.

Event description:
As reported: dfc calibration tone was "really really loud" and made the patient and provider jump. Pt was initially about two years ago. Pt was in today for a follow up appointment and repeat hearing test. Hearing test revealed a "slight change for the worse for the left side" following the test, the provider wanted to recalculate and reprogram the hearing aids so they connected to the fitting software to reprogram the hearing aids. They connected wirelessly and then ran the dfs calibration. The calibration passed on the right side (which is the ear with worse hearing and has a power receiver) but when they started the calibration on the left side, it was "super super loud". Provider tried to stop the calibration tone as soon as he could, but even the patient was really startled with the loudness of the tone. The provider said he turned it off within less than 5 seconds. Provider said patient was about 5-6 feet away from him but the provider thought it was really loud. Loss in the left ear is mild to moderate, fit with mp receiver and open dome. Pt left the office about two hours ago and the provider called now to ask what might have caused that. He said patient did not remark on his hearing, and seemed okay. I said we take these reports seriously and want to create a complaint for this patient, and that provider should have the patient come back and bring aid back with him to be sent in. Flagged in navision, route to qe sent to customer. Complaint created interpretation: the perceived loud sound level during the calibration can potentially harm the remaining hearing of the patient. No indications of any such harm is provided in the complaint, but it cannot be ruled out. The device is equipped with a medium power receiver. We will not be able to finalize investigation in time for the 30 day time limit, why this is an initial report.